Event description:
The tablet was received for analysis which was completed 06/23/2016. During the analysis, it was identified that the usb port was damaged. Bent connector pins were identified and the exact cause is unknown, but appears to be a user-related event. No further anomalies were identified.

Manufacturer narrative:
.

Event description:
It was reported by a company representative that a physician returned a tablet due to a malfunction. The issue was determined to be that the usb port was loose and the usb serial data cable keeps falling out. The tablet has been received for analysis, which is underway but has not been completed to-date. Additional relevant information has not been received to-date.